Manufacturer narrative:
The radiometer investigation has not been able to establish the root cause, hence the root cause remains unknown.

Event description:
According to the complaint, the customer has informed they have noticed intermittent (though increasing in frequency) high sodium (na) results on their device abl800 flex analyzer (serial number: (B)(6)) compared to mainframe (abbott). Na results are above reference range by approx. 10 mmol/l (ref values for na are 136-146 mmol/l.). No incident/adverse event has been recorded, and lab manager has turned off na reporting. The issue was first noticed on 6/7 november 2023. 06nov2023 140 vs 159 mmol/l. 06nov2023 138 vs 150 mmol/l. Customer reported the values 159mmol/l and 150 mmol/l as false high.